Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system tubing clamp could not be closed during use. The following information was provided by the initial reporter, translated from chinese: "when indwelling the patient with a no. 20 indwelling needle, the patient returned blood to flush the tube, but the tube sealing clamp could not be closed, and there was still blood return. Since the middle pipe is separated from the middle position of the pipe sealing clamp, it can be clamped after being rearranged by hand."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system tubing clamp could not be closed during use. The following information was provided by the initial reporter, translated from chinese: "when indwelling the patient with a no. 20 indwelling needle, the patient returned blood to flush the tube, but the tube sealing clamp could not be closed, and there was still blood return. Since the middle pipe is separated from the middle position of the pipe sealing clamp, it can be clamped after being rearranged by hand."